Event description:
It was reported that during preparation for the farawave procedure, when opening the catheter package, there was a small hole in the package, breaching sterility. A new catheter was used to complete the procedure. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. The catheter was not returned in its packaging. Observations could not be done since the device returned without the reported package. Boston scientific was not able to confirm the allegation.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for the farawave procedure, when opening the catheter package, there was a small hole in the package, breaching sterility. A new catheter was used to complete the procedure. No patient complications occurred. The device was received for analysis and investigation is still in progress.